Manufacturer narrative:
Method: the distributor has returned the suspect part to I-flow and investigation is in progress. A review of the device history record (DHR) was conducted for the lot number provided. Visual inspection was conducted during receiving. Results: results will be provided once the evaluation and investigation have been completed. Per the DHR review, the lot meets all manufacturing specifications at release. Conclusions: our investigation and evaluation is currently in progress, once completed a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
A (B)(6) distributor reported that the ondemand bolus button of six easypumps c-bloc (model 4440008) stayed at the down position without mentioning where the yellow indicator on the devices were. The event was described as "the bolus button stays down without jumping back. This incident produced a complete (motor and sensityve) block of the shoulder nervius plexus, vocal cords paralysis and horner syndrome on the patient." The country of incidence was from chile with pumps from lot 0200999263. A photographic image was provided by the distributor capturing all six pumps. The on-demand button of one of the pumps in the photograph appears to be in the down position.